Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter; therefore, unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
The rim holding the bristle in are coming apart as I brush [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b triumph rechargeable power toothbrush, the rim holding the bristles in the oral-b triumph floss-action brushheads came apart. No symptoms developed.